Manufacturer narrative:
The device was received for evaluation. During visual examination, the small bore two piece luer lock was observed separated from the high-pressure tubing. Dimensional inspections were performed and internal and wall variations were observed; however, these variations had no relation to the reported defect. It was determined that the cause of the reported issue was due to an assembly issue in manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link tubing came apart when lightly pulled. There was no patient involvement. No additional information is available.